Manufacturer narrative:
This complaint is a supplemental to 9610816-2025-000635 due to incorrect registration number used. E1: reporting institution phone #'(B)(6). E1: reporter phone #'(B)(6). A philips field service engineer (fse) evaluated the device and based on the results of the analysis, it was determined that the product had no malfunction, and the cause of the reported issue was how the algorithm configuration thresholds were set. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating the patient had a ventricular tachycardia episode that the device did not interpret correctly and no alarm was generated. There was no impact or harm to the patient as the nurse noted the episode.